Event description:
Olympus was informed that the customer high definition autoclavable camera head reportedly had no image during an unspecified procedure the camera was replaced with another similar camera and the intended procedure was completed without issue. No patient injury or harm was reported to olympus. The camera head will be returned for service.

Manufacturer narrative:
The referenced device was returned to the olympus service center for evaluation. The customer¿s reported issue was confirmed as troubleshooting found the no image condition was due to defective charged coupled device (ccd) unit. Additionally, the video connector has a crack. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.